Event description:
It was reported that on (B)(6) 2011 the atrial lead exhibited loss of sensing. An inactive lead on the right side was made active and replaced this lead which was explanted on (B)(6) 2011.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.